Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this newly implanted device, reported system shocks on two separate events. The patient was admitted for system evaluation and data was submitted to boston scientific's technical services (ts) for review. The ts review confirmed two shocks, both on the same date, but in different declared episodes; additionally, multiple untreated stored events were observed. Ts stated the observations appeared to be related to post implant air entrapment or implant procedural seal plug damage. X-ray imagery showed no electrode anomalies or malfunctions and correct insertion into the header port. Additionally, all lead parameters were confirmed normal and within acceptable ranges. Reprogramming was discussed however it was reiterated this type of anomaly historically self resolves upon natural air entrapment neutralization in absence of additional medial or surgical intervention. To date, this device remains implanted and in service without any further reported complications.